Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Boston scientific received information that during the procedure, it was observed that r-waves were smaller and trending downward while lead impedance were trending upward. There was no connection issues observed and no signs of fracture, abrasion or dislodgement noted on fluoroscopy. Furthermore, the field representative was unable to provide the specific impedance measurement. The physician opted to put in a new lead. No adverse patient effects were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis of the lead demonstrated a rubbed through insulation at approx. 47.5 cm distal to the is-1 connector pin. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. Furthermore cuttings in the insulation were found which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.